Event description:
The customer reported a tilt motion error during a case. System was rebooted, clearing the tilt motion error, but had a motor disable error and loss of lateral table motion also appeared. Customer was able to complete the procedure. The procedure was completed without injury to the pt.